Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation of the compact air drive device it was determined that the device would not run. It was further determined that the device failed pretest for check for excessive noise, check for air leak, check reverse locking mechanism, and general condition. It was noted in the service order that the device will not run. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.